Manufacturer narrative:
The reported event of extra cardiac stimulation was unconfirmed. The bench testing was performed, which included sense testing and pace output testing, and the device showed normal function.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited diaphragm stimulation. The physician elected to explant and replace the device. The patient condition was stable.